Event description:
It was reported that malfunction alarms occurred. The pump was reset to resolve the issue and the customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.